Event description:
It was reported that the customer had a motor error alarm occur during fill tubing on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer was advised to changed entire set. The customer was advised to change site to abdomen and legs. The customer was advised to revert to back up plan per healthcare provider instruction. The patient was advised that we will send oow letter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.